Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the device isnt letting him get the proper sleep. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has been evaluated and visible foam particles were found and corrected during evaluation. Additionally, software was upgraded.

Manufacturer narrative:
Third party.